Event description:
It was reported that a malfunction alarm with code malf 16 occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, and the customer was instructed to use multiple daily injections as a backup insulin therapy. The customer received instructions on how to put the pump into storage mode and will return the malfunctioning pump to tandem using a prepaid label within ten days.